Manufacturer narrative:
(B)(4). Batch #unk. As a lot was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Did the dysphagia improve after the device was implanted initially? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? What was the reason for removal of the linx device? Was the device found in the correct position/geometry at the time of removal?

Event description:
It was reported that post implant of linx, the primary reason for explant was persistent gerd, with a secondary reason of dysphagia. The patient self-diagnosed that they were having issues. The issue was resolved with explant. Unknown patient impact post op. The patient had a second procedure, toupet fundoplication.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was received: did the patient have an autoimmune disease? Unknown is the patient currently taking steroids / immunization drugs? Unknown did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Unknown how severe was the dysphagia/odynophagia before intervention? Unknown did the dysphagia improve after the device was implanted initially? Unknown were there any intra-operative complications during implant? No was there any hiatal or crural repair done at the same time as the implant? Yes what was the reason for removal of the linx device? Gerd/dysphagia was the device found in the correct position/geometry at the time of removal? Yes.